Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery to replace and reposition the pump. A capsule around the old pump was removed. There were no patient complications reported.